Event description:
It was reported that noise was noted on the right atrial lead. The noise was reproducible with isometrics and pocket manipulation. Chest x-ray revealed clavicular crush. The patient experienced symptoms of pectoral muscle stimulation. No intervention performed at this time.